Event description:
It was reported that during a rotational atherectomy treatment procedure that during the ablation of a calcified lad lesion of 90% stensosis, the burr perforated the vessel. The physician had attempted unsuccessfully to cross the lesion using a rotawire floppy guide wire. The rotawire floppy guide wire was exchanged with a bmw universal wire and the lesion crossed. A total of 14 ablations were carried out using the rota burr 1.5 mm. (182,000 rpm, 12 sec, max down:3000). When the last of the ablation was carried out for photography, the 1.5 mm burr jumped and rubbed the blood vessel outer wall. When this was checked under imaging the physician found the pericardium was perforated and the wire had fractured. Protamine was administered to stop the bleeding. The physician then attempted to retrieve the fractured wire using by using a snare but was unable to retrieve it. The pt underwent CABG. The pt status was listed as good. Same case as mfg. Report #6000118-2004-00023.